Manufacturer narrative:
Pump passed the displacement test however, pump was unable to prime during prime/compromised force sensor system test due to faulty fsr (gold). Unable to perform the occlusion test,

Event description:
Customer reported via phone call no delivery alarm. The customer¿s blood glucose level was unknown. Customer advised the insulin pump alarmed no delivery with manual prime. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis